Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that info alarm: latch closed and high alarm displayed: cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated. It was noted that when a cassette was attached, the pump started without issues. In manufacturing utility (mu) mode, the downstream and upstream sensors both reacted to pressure as expected. The pump also passed calibration. Due to the number of entries in the event log, service will replace the downstream sensor as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that a smiths medical pump alarms every time latch is closed. No patient involvement.